Manufacturer narrative:
The investigation into the access site bleeding ¿ major issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. D6a, d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 50-year-old male of unknown race with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient experienced some oozing from the access site. One unit of packed red blood cells was subsequently transfused to treat the condition. Support with the implanted pump was maintained following the intervention.